Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubes were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer pump exhaust tubing adjacent to the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
A titan otr pump and cylinders 1 and 2 were received for evaluation. Evaluation revealed a separation within abrasion in the longer pump exhaust tubing, indicating repetitive contact between surfaces. Testing revealed this to be a site of leakage. Microscopic evaluation revealed partial separations within abrasion surrounding the site of separation. Microscopic evaluation revealed the surface abrasion on all pump tubing. Evaluation revealed a separation in the bladder of cylinder 2 near the cylinder base. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation to be smooth, indicating contact with sharp instrumentation. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubes were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer pump exhaust tubing adjacent to the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to pump tubing leakage. No other adverse patient effects were reported.